Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a surgical procedure the probe cutting was poor and then stopped completely. The procedure was completed with no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The pneumatic module was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 19, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-conforming pneumatics module. However, how or when it became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).